Event description:
It was reported that the patient was hospitalized after falling at home. Interrogation of implantable cardioverter defibrillator revealed episodes of post-sensed t-wave oversensing and ventricular fibrillation; therapy was inhibited. The patient was being treated for an electrolyte imbalance, which was the suspected cause of the oversensing. No intervention was performed and the patient will continue to be monitored.